Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue, sion black, guiding catheter: hyperion jl 6f. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, and eccentric proximal left anterior descending artery that was 90% stenosed. A 3.0 x 15 rx trek balloon catheter advanced to the lesion for pre-dilatation without any issues. The balloon catheter was inflated to 14 atmospheres for the first inflation and then ruptured at 14 atmospheres during the second inflation. The balloon catheter was removed from the anatomy. An unspecified xience alpine stent was implanted and a non-abbott balloon catheter was used for post-dilatation to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.